Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 2 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). After transesophageal echocardiogram (tee) assessment, a post-implant balloon aortic valvuloplasty (bav) was performed. Upon deflation of the balloon, it appeared that the balloon was still in contact with the valve when the pacemaker was deactivated, causing the valve to move superiorly into the sinus of valsalva (sov). The valve was snared above the sinotubular junction into the ascending aorta. A second valve was implanted valve-in-valve at a depth of 4 mm below the ncc and lcc. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.